Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) listened to the recorded call to lfs and spoke with the patient on october 10, 2006 to obtain additional information included below: the patient lives in a senior apartment facility, has had diabetes for 60 years, and tests her blood glucose 5 times per day. She takes 4 units of lispro insulin with 3 units of lantus insulin in the am, lispro insulin at lunchtime by sliding scale, and 4 units lispro insulin with 4 units of lantus insulin at suppertime. In 2006, the patient took lispro insulin at lunchtime based on a reading of 287 mg/dl on the reported meter. At 1:30pm, after lunch, the patient tested with the reported meter and obtained a result of 130 to 140 mg/dl. The patient told the mas she has no longer has symptoms of hypoglycemia when her blood glucose level is below a normal range. She said she had no symptoms on the same day, at 1:30pm, but she passed out "right after" testing with the reported meter. She said, the next thing she knew, paramedics were checking her as she lay on the floor. A neighbor had found her on the floor and called ems. The paramedics obtained a result of 27 mg/dl on their meter at 5:00pm. No test was performed on the reported meter while the paramedics were present. The patient was treated with IV glucose and felt better. She refused to be taken to the hospital. The customer care advocate (cca) confirmed that the patient used correct testing technique. The test strips were in good condition and were not expired (expiration date 1/2008). A control solution test was not performed because the patient did not have control solution. The meter, test strips, and control solution were replaced. The complaint is reported because the lfs product reading was inaccurately high prior to the patient losing consciousness. A hypoglycemic reading was obtained on the paramedics' meter and the patient was treated with IV glucose.